Event description:
The customer's mother reported that her son manually put in a false blood glucose reading at 8:40 pm on (B)(6). She reported his blood glucose, insulin treatment and carbohydrate intake the next as follows: time: 12:33 am, bg (mg/dl): 220, bolus (u): 0.75, 1.02 am, 206, 0.10; 6:58 am, 238, 0.45; 8:02 am, 141, 0.40, cho (g): 26; 10:16 am, 215, 1.55, 32; 12:01 pm, 235, 1.85, 44; 12:43 pm, 251, 0.50. She stated that the cannula looks a little bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."